Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 150 units of insulin. There was no impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to upload the pump data logs.